Event description:
It was reported that a half day infusor had particulate matter within its balloon. This was found before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual and microscopic inspection were performed and revealed no evidence of particulate matter either inside or outside of the reservoir. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.